Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 25 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device unaffective"). The patient had a medical history of dysmenorrhea, endometrial disorder and chronic cervicitis in 2020, pelvic pain in 2018, abdominal pain in 2015 and normal delivery (live child), overweight, parity 3 and multi gravida. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required) and device dislocation ("displaced essure"). The patient was treated with surgery (bilateral salpingectomy,tlh, removal broad ligament essure.). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.977 kg/sqm. [Computerised tomogram] on (B)(6) 2020: that showed a 3.7 x 3.5 cm left adnexal cyst. There was mention of a probable e sure device in the region of the left adnexa. [Pathology test] on (B)(6) 2020: final diagnosis : uterus and cervix, hysterectomy: mild chronic cervicitis. Cervical and endocervical nabothian cysts. Proliferative endometrium with focal crowding and tortuosity: disordered proliferative endometrium, no atypia. Related medical data pelvic pain, dysmenorrhea. Gross description: two gray apparent essure coils are identified near the cornu regions.; on 23-feb-2023: final diagnosis: fallopian tubes, bilateral, partial excision: benign bilateral fallopian tubes, completely transected. Specimen (s) received: bilateral fallopian tubes. Gross description: both fragments appear to have the fimbriated ends of the tube. The specimens appear to be grossly completely transected. Clinical history: none given pre-operative and post-operative diagnosis: desires sterilization. [Salpingogram] on (B)(6) 2013: indication: follow up, check tubal ligation status. Findings: two radiopaque essure devices are present. There is no spill of contrast into the endometrial cavity. Impression: no free spill of contrast into the peritoneal cavity on the submitted images. [Ultrasound scan] on 09-dec-2020: showed a anteverted 10 x 5.6 x 7.3 cm uterus with a right fundal fibroid measuring 1.1 cm. Endometrial lining was 2.8 mm. Both ovaries were noted to be normal at that time. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device,device uneffective and device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2892 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 25 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device unaffective"). The patient had a medical history of dysmenorrhea, endometrial disorder and chronic cervicitis in 2020, pelvic pain in 2018, abdominal pain in 2015 and normal delivery (live child), overweight, parity 3 and multi gravida. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required) and device dislocation ("displaced essure"). The patient was treated with surgery (bilateral salpingectomy,tlh, removal broad ligament essure.). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.977 kg/sqm. [Computerised tomogram] on (B)(6) 2020: that showed a 3.7 x 3.5 cm left adnexal cyst. There was mention of a probable e sure device in the region of the left adnexa. [Pathology test] on (B)(6) 2020: final diagnosis : uterus and cervix, hysterectomy: mild chronic cervicitis. Cervical and endocervical nabothian cysts. Proliferative endometrium with focal crowding and tortuosity: disordered proliferative endometrium, no atypia. Related medical data pelvic pain, dysmenorrhea. Gross description: two gray apparent essure coils are identified near the cornu regions.; on (B)(6) 2023: final diagnosis: fallopian tubes, bilateral, partial excision: benign bilateral fallopian tubes, completely transected. Specimen (s) received: bilateral fallopian tubes. Gross description: both fragments appear to have the fimbriated ends of the tube. The specimens appear to be grossly completely transected. Clinical history: none given pre-operative and post-operative diagnosis: desires sterilization. [Salpingogram] on (B)(6) 2013: indication: follow up, check tubal ligation status. Findings: two radiopaque essure devices are present. There is no spill of contrast into the endometrial cavity. Impression: no free spill of contrast into the peritoneal cavity on the submitted images. [Ultrasound scan] on (B)(6) 2020: showed a anteverted 10 x 5.6 x 7.3 cm uterus with a right fundal fibroid measuring 1.1 cm. Endometrial lining was 2.8 mm. Both ovaries were noted to be normal at that time. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device,device uneffective and device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical device removal was updated to pregnancy with contraceptive device,device uneffective and device dislocation.reporter and patient information,medical history,lab data,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2892 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.